Manufacturer narrative:
Despite several reminders, no files were provided to investigate the issue. Therefore, this case is closed as is and will be re-opened in case new relevant information is provided.

Event description:
Reportedly, aida not programmed, no longevity estimation and nothing in aida memories.while programming in ddd mode has been made during the implantation.

Event description:
Reportedly, aida not programmed, no longevity estimation and nothing in aida memories. While programming in ddd mode has been made during the implantation.